Event description:
Complainant alleged that during a cardioversion on a pt (age and gender unknown) the device would not discharge. There was no adverse outcome to the pt. The biomed department alleged that they were able to duplicate the fault when wiggling the interconnection between multi-function cable and the external paddles connector.